Event description:
I have an eye disease called keratoconus and it is medically necessary I wear scleral lenses. I must use sterile saline solution to fill the contact lens before affixing it to my eye. I have worn them for 6 years with no problem. In july I began experiencing severe irritation in my eyes. It was first thought to be a change in the disease which required a new contact lens. Once I got the new lens the severe irritation continued. I discontinued using the sterile saline solution I purchased and used what the doctor provided. The irritation went away after a few days. I tried the saline I purchased and my eye became severely irritated again. I have filed a complaint with the manufacturer, that information is below complaint number: (B)(4) account number: (B)(4) account name: medline contact person: (B)(4) product number: hudrhud59uz product description: saline,.9%,5 ml, addipak, sterile sales order number: lot - serial number : (B)(6)-unknown reference number.